Event description:
A healthcare professional reported receiving inaccurate readings on their adc blood glucose meter. The healthcare professional reported comparing an adc meter reading of 486 mg/dl to a lab result of 197 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell in the "c" zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. A 30-day follow-up #1 cited the incorrect meter serial number and should read as follows: as product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, section e-1 (initial reporter's telephone number) have been updated as this information is now provided.

Event description:
A healthcare professional reported receiving inaccurate readings on their adc blood glucose meter. The healthcare professional reported comparing an adc meter reading of 486 mg/dl to a lab result of 197 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell in the ''c'' zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
A healthcare professional reported receiving inaccurate readings on their adc blood glucose meter. The healthcare professional reported comparing an adc meter reading of 486 mg/dl to a lab result of 197 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell in the ''c'' zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: additional concomitant medical products: docusate, lovenox, flonase, novolog, metformin, protonix, risperidone, sprivia.